Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A nurse manager called and said that the patient notified them that since implant surgery the device hadn't been helping. The caller did not know if the patient had been making any adjustments using their patient programmer. It was suggested to ask the patient about any adjustments they had made and have them call patient services if they had any questions with regard to how to change programs. If they had been making adjustments or had tried all programs, they were directed to contact their healthcare provider to ask for rep's name and call rep directly. Additional information was received. The patient called and stated they had been bleeding from their rectum since october 7th. They said they had told their physician about this. They were provided the nearest physician listing by patient services. The caller stated the pain they were experiencing woke them up the night prior twice. It was reviewed they should follow-up with their healthcare provider and they could page a rep if necessary. Additional information was received. The patient reported the doctor was going to open them up and put 4 new programs inside the device. It was explained that reprogramming didn't require surgery, they reiterated that the doctor would be opening them up and upping the 4 programs when their other doctor did not do that in 5 years. The patient inquired about what their 4 programs were, they were redirected to their healthcare provider. No further complications were reported or anticipated.